Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the up, down, and ok button were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover showed no signs of damage when visually inspected. Testing confirmed that all of the keypad buttons were responsive as normal. When the pump was opened for inspection, contamination was visible underneath all of the key contacts. Unrelated to the keypad complaint, the display screen had a dim pink contrast and fading lettering. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.